Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 14 states, "postoperative bone fracture and pain." This report is number 2 of 2 MDR's filed for the same event (reference 1825034-2016-01257/ 01258). Device not returned by attorney.

Event description:
It was reported by the patient's legal counsel that the patient underwent an initial right total hip arthroplasty on (B)(6) 2003. Subsequently, patient was revised on (B)(6) 2015 due to alleged metallosis, instability and pain. Operative report received notes the staining of synovial tissue and identifies a soft tissue deficiency as the cause for instability. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.